Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a heath care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient was kicked in the back and the stimulator stopped working and they had to go back using diapers. Troubleshooting was done and patient was implanted a new device. No further complications were noted or anticipated refer to pe (B)(4) for details pertaining to related event: pain, peeing, leaks, achy and pe(B)(4): battery running faster than suppose to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a heath care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient was kicked in the back and the stimulator stopped working and they had to go back using diapers. Troubleshooting was done and patient was implanted a new device. No further complications were noted or anticipated refer to (B)(4) for details pertaining to related event: pain ,peeing ,leaks,achy and (B)(4): battery running faster then suppose to.